Event description:
Two in.pact admiral paclitaxel-eluting balloons were used to treat the left sfa. Approximately 3 months post index procedure, the patient was treated with a pacific xtreme pta balloon catheter, two admiral xtreme pta balloon catheter and two amphirion deep pta balloon catheters in the target lesion. Approximately 15 months post index procedure, the patient suffered occlusion of the left sfa. The patient was treated with femoral popliteal bypass. The investigator reported that this event was not related to the index device or procedure.

Manufacturer narrative:
Cec adjudicated that the previously reported occlusion was related to the device and not related to the drug or procedure.

Manufacturer narrative:
The patient is reported to have recovered following the previously reported occlusion of the left sfa and subsequent bypass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.